Manufacturer narrative:
According to the surgeon, the most likely cause of the event was due to the lens injector. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of an li61aor intraocular lens in the right eye using the ez-28 delivery device. During lens injection the trailing haptic was kinked. The capsule was found damaged. Intervention was performed in order to enlarge the incision and remove the lens. A vitrectomy was performed. A second li61aor intraocular lens was successfully implanted in the sulcus. The incision wound was sutured. Corneal edema at incision is being treated with unspecified topical drops. Reference MDR: 1119279-2011-00012.